Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the device found no anomaly.

Event description:
Additional information was reported during an examination on (B)(6) 2015 the patient was experiencing abnormal pain and tenderness with touch. The pain was constant, sharp, and aching pain over the pump implant site. The severity was noted as mild and not serious. It was noted as related to the pump. The pocket revision that was already reported, was further specified as the pump was repositioned to a new location inferior or more caudal to the existing pocket in the right lower quadrant of the abdomen. The event was resolved without sequelae on (B)(6) 2015. The drug that was used via the device system was dilaudid.

Event description:
It was reported that a pump pocket revision and pump explant and replacement took place on (B)(6) 2015. The reason for the pocket re vision was not provided. No patient symptoms were reported. The medication delivered by the device system was not provided. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.